Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that tracker calibrations and verifications were performed on both trackers. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the navigate task of a spinal fusion procedure there was an alleged inaccuracy by the orthopedist surgeon. The site was not able to specify any single instrument of patient reference movement. They were testing the accuracy in several places, but noted that there have been inaccuracies on patient clamp screw, for example. The surgeon was not able to specify any logical reason for inaccuracy. It has been repeated more or less with several instruments. Pointer and another instruments used in spine. They tried to focus on spine reference position and possible moving, however not able to replicate. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.